Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review of the source information found that the patient has fallen several times; however, the date of the falls are unknown. These were noted to be potential contributing factors to the lead migration. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional, a consumer, and a manufacturer representative regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient was having cardiac issues whenever he used his spinal cord stimulation system, so the patient stopped using his spinal cord stimulation system for a ¿long time,¿ also noted as months. The patient complains of a left lower sided chest pain sensation when the stimulator is on. It was reported that the implantable neurostimulator is not holding a charge, and that it is overdischarge. The manufacturer representative met with the patient on (B)(6) 2020 and a trickle charge was performed to resolve the overdischarge. The implantable neurostimulator was charged up to 30% and put into MRI mode. The issue with the overdischarge was resolved at the time of the report. An impedance check was performed. X-rays of the thoracic spine/chest (a-p and lateral) were taken, and it appears that the lead has migrated lateral and anterior. The patient has kept the stimulation off as a preventative for the left lower sided chest pain sensation. Surgical intervention was not planned or performed to resolve the lead migration. There were no further complications reported.